Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found lead fracture.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the lead. The lead was capped and replaced.